Event description:
The cause of death was lung cancer, and the death was not believed to be related to vns in any way. No further relevant information has been received to date.

Event description:
It was reported that a patient passed away due to unknown reasons. Programming history did not have any diagnostic tests to confirm that the patient's device was functioning as intended. Attempts for further information were unsuccessful to date.